Event description:
Per the clinic, the patient experienced poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 10, 2023.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on march 14, 2023.